Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2018. The patient stated that she manages her diabetes with metformin medication and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that on an unspecified date in (B)(6) 2018, after the alleged issue began, she developed symptom of feeling ¿jittery¿. The patient denied receiving any treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the patient was a first-time user of the lfs product. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. The csr noted the test strip did not completely draw in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.